Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin squirting and dripping out. The customer's blood glucose value was unknown. The customer also stated that the insulin pump rejects new battery and also had slower rewind. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed all functional testing including the displacement, operating current test, a21 error test, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test. No rewind anomaly, a33 alarm, failed battery test and no prime/fill anomaly during test noted. (B)(4).